Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 error, failed to lock. The field service engineer (fse) inspected the rear cabling for drawer 2-2, found the cable loose, reseated the connection, and provided additional cable slack. The station was powered on, and the drawer was tested, confirming proper open and close sensor readings with normal operation restored. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the whole tray failed to lock and experienced a hardware malfunction. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.